Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001825034-2018-02022, 0001825034 -2018-02023. Report source, foreign ¿ events occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the two anchors couldn't implant as usual in the patient's body. Therefore, the surgeon used an alternative one to complete the surgery. Attempts have been made and no further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device showed that the pusher on both the juggerknots were bent. The anchor was not returned for evaluation. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. The packaging insert discusses how the usage of the device there are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.